Event description:
It was reported that a new system was implanted on the right side the previous day, and it was noted that the implant was difficult with many repositions and the connector tool was not used. Ultimately, the lead was implanted, however right ventricular (rv) lead presented low shock impedance of 28 ohms right after implant. Lead manipulation and movement did not result in any findings, so they performed 1.2j and 31j commanded synchronous shocks which resulted in rather low but in-range impedance. The lead remains in-service, and the physician released the patient to be dismissed home.

Manufacturer narrative:
This report is being filed to correct h6 patient and impact codes.